Event description:
It was reported that air bubbles were observed within the cartridge. Customer experienced an elevated blood glucose (bg) level of 570 mg/dl. Customer went to the emergency room with high ketones that were identified as life threatening by a health care provider. Customer was subsequently admitted to the intensive care unit and was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer declined follow up. No additional information was obtained.